Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. In response, technical support arranged for a replacement pump and confirmed the shipping address. The customer, whose pump was under warranty, was instructed to use manual daily insulin therapy as a temporary backup. Additionally, the customer was advised on how to activate storage mode on the pump and agreed to return the faulty pump within 10 days using a pre-paid label.